Event description:
Customer reports that a "malfunction blood pump" alarm occurred during treatment. There was no blood loss or any other clinical consequences reported. The blood pump failed after the third treatment. It was replaced by the service technician.

Manufacturer narrative:
Additional manufacturer narrative: the manufacturer have reviewed the treatment data card files related to the reported event and the reported alarm malfunction: blood pump can be confirmed. The manufacturer has requested, but not yet received, the blood pump for further investigation.